Manufacturer narrative:
(B)(4). Batch # m5665f. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? For clarification, does ¿did not move the firing handle¿ mean that the device would not fire? If no, please explain what is meant by ¿did not move the firing handle.¿ how was the procedure completed?

Event description:
It was reported that during an unknown procedure, did not move the firing handle. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.